Manufacturer narrative:
(B)(6). Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the device malfunctioned and had to be removed from the patient. A back device was utilized to complete the procedure. No patient injury or complications were reported.